Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose (bg) level was in 500-550 mg/dl range. Reportedly, the customer went to the emergency room and was subsequently hospitalized where bg was treated intravenously with saline and insulin. The customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.